Event description:
It was reported that patient was a noncompliant and did not return to clinic for scheduled refill. As of the date of this report they were doing a refill. They were filling with the same concentration as before. They were to adjust dosing if desired. Drug delivered via the device was morphine. It was added that the alarm date was (B)(6) 2013 set to 2ml. Approximately, 9.5 days later pump was empty. Patient's empty reservoir alarm was sounding today (as expected). Patient had withdrawal symptoms on (B)(6) 2013 that included chills, hallucinations, paranoia and cognitive changes. The patient did not go to the hospital/ER. Additional information received later stated that patient sustained no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: catheter model: 8703wpc, lot# n24208, implanted: (B)(6) 2000, explanted: unk; catheter model: 8703wdc, lot# n23945, implanted: (B)(6) 2000, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-10. Notes from office visits were received. On (B)(6) 2012 the patient came in to the office for a refill of the pump and a pump refill was done per protocol. It was noted that the patient¿s pain was controlled, pain relief was good, and there were no pump or clinical issues. The patient was advised to return for a refill on (B)(6) 2012. The patient presented for a refill of the pump on (B)(6) 2012 and the pump was refilled per protocol. It was noted that the patient¿s pain was controlled, pain relief was good, and there were no pump or clinical issues. The patient was advised to return for a refill (B)(6) 2013. On (B)(6) 2013 it was documented that the patient was sent a letter the week before to confirm the appointment for that day ((B)(6) 2013) but the patient was a no show. The patient was called at his home four times throughout the day but there was no answer to the ringing phone. Another hcp and hospital were called but neither had any information on the patient¿s whereabouts. There were no other relatives or contacts listed on his chart. The hcp also called non-emergency police. The police dispatcher called back and reported that the officer did not get a response to knocking at the door. The officer would call and try the door again later and report back. On (B)(6) 2013 it was documented that the patient presented for refill of the pump. It was noted that the patient was non-compliant and that they had made numerous attempts to contact the patient since (B)(6) 2013. The patient then called saying his pump was empty on (B)(6) 2013. A pump refill was done per protocol and the pump was filled with preservative free morphine sulfate [45mg/ml] and the dose was decreased to 5.5 mg/day from 9 mg/day. Vicodin 5/500 #15 for every eight hour use until the pump medication became effective was advised. It was noted the next refill was advised to be (B)(6) 2013.